Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to biopsy channel had leakage during user handling and water invaded the device. It caused abnormality in electronic components, leading to the suggested event. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) sections which state: - inspection of the endoscopic image the event can be prevented by following the instructions for use (IFU) which state: -when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. -if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. -if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage. -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers¿ allegation of the error code e315 could not be reproduced and could not be confirmed. Additionally, fluid invasion with no leakage did not display any abnormalities in appearance. The following findings were noted in the evaluation: (a.) Due to a pinhole on channel tube, water tightness was lost, (b.) The universal cord was dirty, (c.) The endoscope connector had fluid invasion, (d.) The switch control section had corrosion on the box, (e.) And due to corrosion, the switch 1 button doesn¿t work due to water immersion. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that fluid had entered inside the evis lucera elite bronchovideoscope and an e315 error code was displayed. The event occurred during reprocessing. The patient was not under sedation and the procedure was completed with the similar device, with no delay noted. There were no reports of patient harm or impact associated with this event.